Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient reports that they are in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's physician recommended temporary removal of lifevest due to skin irritation. Follow up indicated that the skin irritation improved.